Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the boluses did not get delivered. Customer had treated with manual injections. The blood glucose reading at the time of the report was 158 mg/dl. Customer stated that she believed the boluses did not deliver because her blood glucose had been as high as 400 mg/dl. She stated that she had forgotton to fill the cannula dead space after removing the introducer needle. Customer uses different kinds of infusion sets and was advised to ensure she changes the the fill cannula amounts when she switches the set type. The bolus wizard settings were all correct. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She stated that the drive support cap appeared to be normal and recessed. Customer found that there were very tiny air bubbles in the tubing, but did not find any leak. Customer ran a manual prime and stated that insulin did exit from the tubing. The insulin pump passed the high pressure test. Nothing further was reported.